Event description:
It was reported that a peritoneal dialysis (pd) patient had a pd catheter revision and a kidney infection (characterized by pain and fever). Upon follow-up, the patient's pd nurse it was reported the patient was experiencing some drain issues during pd treatment due to a malpositioned pd catheter (not a fresenius product). The patient underwent a pd catheter revision (mar 2021). Additionally, the nurse reported the patient was complaining of left kidney pain with associated fever. The patient was diagnosed with pyelonephritis (kidney infection; unrelated to dialysis) and was treated with tylenol and unknown antibiotics. The nurse confirmed the patient did not have any adverse effects from use of any fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).